Event description:
Manufacturer reference report: 1627487-2019-05653.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
MFR. Reference report: 1627487-2019-05653. It was reported that the patient's burr hole caps were infused with tissue and bone calcification. The burr hole cap's jaws could not open and the insert fell apart. The burr hole caps were explanted and replaced on (B)(6) 2019.